Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple intermittent continuous glucose monitor error 42s. The pump was reset, and the customer continued to use the pump for insulin therapy. The customer's blood glucose level was 148 mg/dl. In addition, it was reported that a minimum fill notification occurred after filling the cartridge with 160-180 units of insulin. Customer add more insulin to the cartridge and reloaded the same cartridge to resolve the issue.